Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, certificates of analysis, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates: p/n 7035-90, lot# i0376, manufactured 07/03/13, expires 2018-01; p/n 7040-90, lot# 164679, manufactured 10/03/13, expires 2018-09; p/n 7050-90, lot# i0388, manufactured 08/28/13, expires 2018-03.

Event description:
On (B)(6) 2013, the surgeon performed an si joint arthrodesis on the patient placing three ifuse implants. The patient complained of radicular pain symptoms following the index surgery. A CT scan showed that the middle implant was impinging on the foramen. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the middle implant and replaced it with a shorter implant using the same hole. The patient's pain resolved immediately after the surgery.